Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose (bg) of 386 mg/dl with polydypsia, polyuria and nausea associated with an intermittent power issue and a time/date reset. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. It was reported that the pump had experienced intermittent power without user intervention. The time/date reset malfunction is being ruled out based on the following: the patient stated that the time and date defaulted to factory settings after the battery was replaced. The pump displays the verify screen after it is rebooted and the time and date must be set to confirm the verify screen. The issue is not likely to cause an adverse event. This complaint is being reported because the patient allegedly experienced hyperglycemia because of a power issue.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 05/08/2015 with the following findings: there were unexplained pump reboots observed in the black box, but no time/date reset observed. The pump history showed that the pump was manually suspended on (B)(6) 2015 at 15:33. The suspend was followed by an unexplained pump reboot event; deliveries resumed 16:34.there was no damage found to the returned battery cap and its contact measurements were within specifications. The returned battery cap was able to fully tighten to the pump with no yellow o ring showing. The pump was exercised for 24hrs with no power interruptions duplicated. The total daily doses added up correctly and reflected the users programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering accurately and within range. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. The complaint was verified in the history but could not be duplicated during the investigation. Unrelated to the original complaint, the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.